Event description:
Noise present on lead causing oversensing and inhibition of pacing. Lead explanted and changed out.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the is-1 connector pin were found. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. The following investigations indicated that these damages were caused by over-rotation of the inner coil during the extension or retraction of the fixation helix. Further visual inspection demonstrated that the lead's distal part was deformed and partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. In summary, the inner coil of this lead was found to be deformed, which was caused most likely during the explant procedure while operating the fixation mechanism. The analysis did not reveal any sign of a material or manufacturing problem.